Event description:
This unsolicited case from united states via health authority (food and drug act {FDA}; reference no. Mw5071810) was received on 11-sep-2017 from a pharmacist. This case concerns an adult patient who received treatment with synvisc one injection and experienced knee pain, knee swelling and warmth to touch the knee (latency: unknown). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On (B)(6) 2017, after unknown latency, after the injection, patient experienced pain, swelling and warmth to the touch at affected knee. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for all events. Additional information was received on 20-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states via health authority (food and drug act {FDA}; reference no. Mw5071810) was received on 11-sep-2017 from a pharmacist. This case concerns an adult patient who received treatment with synvisc one injection and experienced knee pain, knee swelling and warmth to touch the knee (latency: unknown). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On (B)(6) 2017, after unknown latency, after the injection, patient experienced pain, swelling and warmth to the touch at affected knee. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant for all events.

Event description:
This unsolicited case from united states via health authority (food and drug act {FDA}; reference no. Mw5071810) was received on 11-sep-2017 from a pharmacist. This case concerns an adult patient who received treatment with synvisc one injection and experienced knee pain, knee swelling and warmth to touch the knee (latency: unknown). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On (B)(6) 2017, after unknown latency, after the injection, patient experienced pain, swelling and warmth to the touch at affected knee. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for all events additional information was received on 20-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Knee pain [knee pain]. Knee swelling [knee swelling]. Warmth to touch the knee [joint warmth]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states via health authority (food and drug act {FDA}; reference no. Mw5071810) was received on 11-sep-2017 from a pharmacist. This case concerns an adult patient who received treatment with synvisc one injection and experienced knee pain, knee swelling and warmth to touch the knee (latency: unknown). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) into an unspecified knee. On (B)(6) 2017, after unknown latency, after the injection, patient experienced pain, swelling and warmth to the touch at affected knee. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.